Event description:
During review of a patient's programming history, a partial programming event was observed. The handheld device and flashcard had been previously returned to the manufacturer and no anomalies were observed. The patient had been programmed successfully after the partial programming event and the physician has not had any other similar issues.